Manufacturer narrative:
Device evaluation: one device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. During analysis it was additionally found that the downstream occlusion(dso) seal was delaminated. The dso seal was replaced.

Event description:
The device was returned for housing damage. During physical inspection, it was found that the downstream occlusion (dso) seal was delaminated.